Event description:
It was reported that the patient's ipg was no longer charged causing decrease in overall functionality of the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with an MRI capable device. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately 8 to 9 months ago.